Event description:
The dentist reported that after 14 days that the dental implant was installed in intra-oral region #4 and #3 (ada system) of the patient, it was verified its non-osseointegration. The patient attended an emergency consultation with both implants exposed, with extreme mobility. At the same day the implants were replaced, which are osseointegrated nowadays.